Manufacturer narrative:
The events of "capsular contracture baker grade iii", "seroma", "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii", "seroma", "pain".

Event description:
Patient reported "capsular contracture baker grade iii", "seroma", "pain" & " increased anteroposterior diameter, thickening". This record is for the left side. Device implanted.